Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer report numbers: 2017865-2017-01804 and 2938836-2017-19153. The right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were displaced. There was a loss of ra stimulation and intermittent capture on the rv lead due to the dislodgement. During the revision procedure, the ra and rv leads were repositioned to resolve the event. The lv lead was explanted and replaced due to the dislodgement and insulation damage noted on the lv lead. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. S-curve height was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at the time of explant.